Event description:
It was reported that the report did not download via the connected systems gateway (csg). The client indicated that the report was "missing." Technical services (ts) provided assistance in resolving the issue but the client was unavailable for further investigation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.